Event description:
It was reported that cylinder tore during placement of proximal end, no information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.